Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/29/2026, it was reported that the patient experienced loss of consciousness while being in an active sensor session which occurred 6 days after the sensor had been inserted in the arm. On the day of the event, at around 10:04 am, the patient was doing lawn work when his phone kept alerting. When the patient took a fingerstick the cgm reading was 84 mg/dl, and the blood glucose reading was 119 mg/dl. The patient calibrated the sensor after which the cgm reading was 87 mg/dl and the blood glucose reading was 98 mg/dl. Since his blood glucose levels were fine, the patient continued working. After finishing his lawn work, the patient rested in his carport. He did not notice that his dexcom device was reading low (unknown if no alerts would have sounded), and the patient passed out for a few minutes (no exact time provided). When he regained consciousness, he crawled to the kitchen and drank a chocolate drink. The cgm reading went up from low to 70 mg/dl. The patient then took 8 units of fast-acting insulin (as per information reported, it is noted that this is not in line with the story of the hypoglycemia). After this, he noticed his cgm reading increased to 270 mg/dl. As the patient did not trust his cgm device anymore, a fingerstick was taken and the blood glucose reading was 242 mg/dl. The patient recovered at home and did not seek medical attention. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.